Manufacturer narrative:
The device was discarded. The lot review was performed with no issues noted.

Event description:
The customer reported that a primary plum set was leaking paclitaxel on a patient. This occurred during infusion. There was patient involvement, no serious injury or death noted, no blood loss that is critically significant, there was no medical intervention required, but there was unprotected chemotherapy exposure.